Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated this patient experienced severe/sharp vaginal/groin/rectal pain that ¿stops her in her tracks¿. Kenalog injection helped, now with only sciatic/left groin pain, small clear vaginal discharge with odor, had intercourse once, states can¿t feel when husband has a climax, husband can feel mesh and states is the same as before another company's mesh excision surgery, additionally vaginal discharge was also likely due to competitor's mesh. Subsequently, right sided pain, urethral pain vaginal cuff/anterior vaginal wall surgipro/covidien and/or restorelle l/coloplast extrusion/erosion. Excision of surgipro/covidien and/or restorelle l/coloplast extruded fragments, vaginal cuff revision, cystoscopy. Intraoperative findings: only small fragments of surgipro/covidien and/or restorelle l/coloplast were extruded, conical type vagina with severe atrophy and thin anterior vaginal wall, minimal bladder trabeculations [it is unclear if one or both meshes were removed].left vaginal pain, dyspareunia, increased vaginal pain with bowel movements, stabbing vaginal pain with heavy lifting, occasional clear vaginal discharge. Left sacrospinous ligament tender to palpation. Pelvic/perineal pain, deep dyspareunia.